Manufacturer narrative:
Investigation is ongoing.

Event description:
A commander delivery system balloon burst occurred during deployment of a 23mm sapien 3 ultra valve in the aortic position. As reported from the united kingdom by our edwards lifesciences affiliates, it was a case of an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, an additional +1ml was added to the balloon prior to the inflation. A balloon burst occurred during valve deployment. However, the valve was successfully implanted, and no post-dilation was required. The perceived root cause of the balloon burst was the heavily calcified stj. Difficulties were encountered during removal of the delivery system; however, it was ultimately able to be removed through the esheath+. A dissection to right femoral artery occurred but was resolved after 10 minutes of manual pressure. Immediately post-procedure, the patient had a stroke and required interventional radiology for thrombectomy due to middle cerebral artery (mca) occlusion, which was unsuccessful. The patient passed away four days after implantation.